Manufacturer narrative:
Date of report : 24jul2019, date rec¿d by MFR :17jun2019. A gas delivery system (gds) assembly was return for analysis. It was determined that the unit failed due to airflow sensor caused by u1 drifting out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07june2019. The manufacturer¿s international service technician confirmed the reported oxygen concentration issue. The manufacturer¿s international service technician replaced the flow sensor to address the reported problem. The unit was checked and no other abnormality was found.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device failed the oxygen accuracy test (pvt test 7) at the 100% setting. There was no patient involvement.